Event description:
It was reported that this right ventricular (rv) lead exhibited non-conversion of ventricular arrhythmia, failure of defibrillation threshold (dft) testing and a rise in shock impedance measurements. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited non-conversion of ventricular arrhythmia, failure of defibrillation threshold (dft) testing and a rise in shock impedance measurements. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 125 millimeters from the terminal end and only the proximal segment was returned. Visual inspections of the terminal pin assembly and lead body was performed. No anomalies were observed on the terminal pin assembly. There was calcification observed on the lead body insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.